Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Driveline remains implanted.

Event description:
It was reported from the site that a new cut on the driveline outer sheath close to strain relief was found during clinical follow up. It was stated that the patient cannot recall how the cut occurred. There was no electrical fault that occurred according to the log file, and no alarm and no patient discomfort reported or found. It was stated that there were no alarm log file. Investigated and repaired by clinical engineering. Old repairs were removed and new sheath repair was performed during patient clinical follow up. No additional information available.

Manufacturer narrative:
Driveline cable, hw10942, was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis did not reveal any alarms for the past fourteen (14) days leading up to the event date. Power consumption was within normal operating range. On-site inspection of the driveline cable revealed a single crack near the strain relief and discoloration of the outer sheath, thus confirming the reported event. A driveline sheath redo-repair was performed to mitigate the conditions reported. Based on the investigation conducted under an internal investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware has opened an internal investigation to address driveline sheath damages. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.